Event description:
Per the va person, the chair is sitting off of the rail in the back. She was conference to (B)(4) in tech to troubleshoot. Both sides are coming off in the back and both sides were shifted off of the rocker tube. The va tech will call back next week to confirm the part. No additional information available at this time